Manufacturer narrative:
The service repair technician (srt) inspected the pump externally and internally and could not duplicate the reported complaint as all components were found within specification. The srt replaced the roller pump cable. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump display went blank. As mitigation, the perfusionist controlled the pump from the central control monitor (ccm) to finish the case. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The pst observed that there was a bent pin in the cable connector preventing the cable from being inserted into the luo simulator. Once the pin was straightened out, the roller pump started with no issues with the display going blank. The pump ran over an extended period of time and there were no issues.

Event description:
Per clinical review: on (B)(6) 2024, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb), whereby the local display on a six inch roller pump went blank. The perfusionist was able to finish the case successfully by controlling the pump from the central control monitor (ccm), with no delay, no blood loss, and no change out.

Manufacturer narrative:
Corrected block: h6. Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.